Manufacturer narrative:
B3: date of event - used the first day of the month of the bsc aware date since no event date provided. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported broken shaft as there was no separation.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, it was noted that the mid shaft broke while advancing the balloon through the guide catheter. The device was removed and the procedure was completed with another of the same device.there were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event - used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, it was noted that the mid shaft broke while advancing the balloon through the guide catheter. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.